Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for a broken weld. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Broken weld on left side frame in the rear per tbm.